Event description:
Alleged the bed has a 10-66 error code and the bed has no functions working from the left siderail controls.

Manufacturer narrative:
The facilities biomed found fluid on the left siderail ucm board. The biomed replaced the ucm board to repair the bed.